Manufacturer narrative:
(B)(4). Date sent: 3/10/2023. Batch # unknown. This is an analysis of the photos submitted to ethicon endo-surgery for evaluation. During the visual analysis, the following was observed: the photo shows a tyvek with product code gst60b, lot # t43u28, exp. Date: 2026-06-30. The t43u28 lot number which is not found in our quality tracking system. Additionally, the artwork print on the tyvek was reviewed and compared with authentic package artwork and did not match the artwork print due to several inconsistencies noted on the printed and does not comply with j&j standards. Based on the photos reviewed, the counterfeit product is confirmed.

Event description:
It was reported that the gbp team has performed some test purchases of ethicon products (echelon reload) close to unauthorized distributor, as it was found suspected counterfeit products. Please see attached the traceability of only one the product, the others doesn't exists.